Event description:
Oversensing on ff iegm channel was reported. Data for the ICD and the lead were provided for analysis. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data did not show any peculiarities. The analysis of the provided iegm episodes no. 4 and 7 revealed artifacts on the farfield channel consistent with the clinical observation. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information or the devices themselves become available for analysis, the investigation will be updated.